Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The devices were prepared per IFU. During implant it was noted that the device took on a deformed shape. The device was removed from the patient and inspected. It was observed that a small "rubber band" item was squeezing the lobe of the occluder. The device and delivery sheath were replaced with a new 25mm amplatzer amulet left atrial appendage occluder and unknown delivery sheath. There were no angulations or kinks noted in the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable. It was unknown where the rubber band came from. It was not noted during device preparation.

Manufacturer narrative:
An event of device deformity was reported. Also reported that a small "rubber band "was squeezing the lobe of the occluder upon removal from the patient. The device and delivery sheath were replaced with a new 25mm amplatzer amulet left atrial appendage occluder and unknown delivery sheath. There were no adverse effects to the patient and the patient status was reported as stable. Information from field indicated that there were no angulations or kinks noted in the delivery sheath. The amulet device was returned to abbott for investigation and was observed to have a band squeezing the lobe of the occluder device. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Two images from field appeared to show a band squeezing lobe of amulet device outside the patient. The device was covered in blood like substance. Cross functional teams reviewed the reported details and deemed the reported event was related to a potential product quality issue. As a result of this finding, the reported event is under further investigation per internal procedures.